Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump's (iabp) upper lcd showed a solid red background color on startup. There was no patient involvement and no harm reported. A display test was performed, which confirmed the issue.

Manufacturer narrative:
E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.